Event description:
Alleged the head section will not lower past 30 degrees using the electric function or with CPR.

Manufacturer narrative:
The technician found the mattress ticking magnets out of position, not allowing the head section to lower. The technician repositioned the magnets to repair the bed.